Event description:
The customer reported a damaged device after processing in the unit. The customer reported that a flexible bronchoscope was processed in the unit and damaged. Attempted to contact the customer to gather additional information about the unit and potential patient injury but the customer was not available.